Event description:
It was reported the lead was attempted but not used as the insulation buckled preventing the physician from passing the lead through the introducer. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that the outer insulation was beached/cut.